Manufacturer narrative:
On (B)(6) 2020, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 600cc, silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by MRI examination. As a result patient scheduled for bilateral removal and replacements with another mentor silicone implants on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: during visual evaluation, some anomalies were observed on the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and a tear was observed within the crease/fold in the posterior view, measuring approximately 0.1 cm.. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, additional information received indicated that the date of explantation changed to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).